Manufacturer narrative:
The insulin pump received with intermittent act button due to flattened dome switch. The insulin pump was also received with cracked case at display window corners and reservoir tube and with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button on the insulin pump was sensitive to touch and would go through screens without the customer pressing the button. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.